Event description:
It was reported that during a video arthroscopy procedure on the right knee, the camera head image was completely white, they could not see anything on screen due to the bright white. A backup device was available to complete the procedure with no delay and no patient injuries.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of white video image was confirmed. Cause of video malfunction is white residue on the outer surface of lens. Camera head passed functional testing after the white residue was cleaned with alcohol and q tip. The complaint investigation has concluded that the root cause of white image is an unknown residue on the lens of camera head. Please refer to the lens integrated system camera head instructions for use for recommendations on proper cleaning and sterilization processes. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.